Event description:
A malfunction alarm was reported with a code of malf 12, which was resolved by resetting the pump with assistance from technical support. There was no adverse impact to the customer¿s blood glucose level. The customer was advised to continue using the pump and to contact technical support if the malfunction code recurs.